Manufacturer narrative:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also reported that she had mastitis and was treated with antibiotics from her physician. Attempts to contact the customer for further info are on-going. Should additional be received resulting in new, changed, or corrected info, a follow up report will created at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also reported that she has mastitis and was treated with antibiotics from her physician.